Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these customer experience codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported four false negative results via social media with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses test one (1) of four (4). Additional testing was performed in the lab on an unknown date with an unknown brand of test which generated a positive result. The consumer stated the patient have covid and was not vaccinated. No additional information, including patient treatment and outcome, was provided.

Event description:
The consumer reported four false negative results via social media with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses test one (1) of four (4). Additional testing was performed in the lab on an unknown date with an unknown brand of test which generated a positive result. The consumer stated the patient have covid and was not vaccinated. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer.the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported four false negative results via social media with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses test one (1) of four (4). Additional testing was performed in the lab on an unknown date with an unknown brand of test which generated a positive result. The consumer stated the patient have covid and was not vaccinated. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Additional information: a3a - sex , a3b - gender date of event provided in section b3 is an approximation, was not provided by consumer. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these customer experience codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.